Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information received a smiths medical cadd legacy 6400 pump was double beeping no cassette attached. No patient involvement as event occurred during testing.